Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring (b)(6) 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "Capsular Contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular Contracture, Baker grade III/IV.

Event description:
Patient reported "pain and capsular fibrosis". Later the patient reported "capsular fibrosis grade 3/4" and "the pain radiates into my arms, so that I can hardly lift anything". This record is for the left side. Device remains implanted.